Event description:
The facility reported a problem with a syndeo pump. The customer stated that the pump had overinfused during patient use. It was reported that the pump emptied a syringe of dilaudid sooner than expected. No patient injury or medical intervention was reported. Attempts have been made by baxter to obtain additional information, but no additional information is available at this time.

Manufacturer narrative:
The device has not yet been received at baxter for evaluation. Should the device be received, a follow-up will be submitted with the results of the evaluation.